Event description:
Event was reported to caldera medical by an attorney. The patient has suffered recurrent uti's, urine leakage, pelvic pain, and pain during intercourse. No further information has been provided.